Manufacturer narrative:
(B)(4).

Event description:
It was reported that: sheath snapped while nurse peeling away. Part left inside patient. Nurse able to remove sheath and keep PICC line in place.

Manufacturer narrative:
Qn#(B)(4). The reported complaint that the sheath tore incorrectly was confirmed by complaint investigation. The sheath was returned separated. The halves of the sheath that were still connected at the score line was microscopically examined, which revealed the sheath body contained deformities and the score line appeared to be prematurely separating down to the distal tip of the sheath. Based on the sample received, manufacturing caused or contributed to this event. A CAPA was created to investigate this issue. The CAPA involved a switch of vendors due to an incorrect mix of material compounds, causing distortion and rippling in the peel-away sheath. The CAPA became effective in january 2018 and the sheath involved in this complaint was manufactured in july 2017, indicating this lot is within the scope of the CAPA. A device history record review was performed and did not reveal any manufacturing related issues.

Event description:
It was reported that: sheath snapped while nurse peeling away. Part left inside patient. Nurse able to remove sheath and keep PICC line in place.